Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an open irritation due to the device rubbing against a skin tag that was slightly bloody but did not hurt. The patient was recommended to apply neosporin and bandage affected area by a physician. The patient reported that the irritation has begun to heal.